Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, update section h3, and to provide the completed investigation results. In the initial report it was reported that the sample was available however the sample from the facility has been discarded. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed as the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it was difficult to insert the angio-seal locator/insertion sheath assembly into the artery. The tip of the insertion sheath was kinked and could not be inserted into the artery. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm there was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.